Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), chest discomfort ("chest discomfort"), palpitations ("heart palpitations"), abdominal distension ("bloating") and back pain ("lower back pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed in 2014. At the time of the report, the pelvic pain, chest discomfort, palpitations and abdominal distension had resolved and the back pain was resolving. The reporter considered abdominal distension, back pain, chest discomfort, palpitations and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.